Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c barrel cracked. The following information was provided by the initial reporter: wings broke off. It is reported that during the drawing process, everything seemed normal, but upon administration, the wings of the syringe broke off. We are unable to determine the exact cause of the damage. However, we suspect that there may have been a hairline crack present upon arrival, which gave way during use. We would like to report this issue and kindly ask whether you have encountered similar cases before. Additionally, we would appreciate any advice on how to best prevent this type of defect in the future. I also attached a photo of the damaged item for clarification. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. One photograph of a 5 ml eurographic syringe (part number 309649) was received and evaluated. The image shows a loose syringe in a clear bag with an unknown white cap attached and the barrel flange broken off from the barrel body. This condition is non-conforming to product specifications. The potential root cause for the barrel damage is associated with the assembly process. Furthermore, a device history record review was completed for the provided lot number 5035795. The review identified no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored on a monthly basis. The business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.